Event description:
As reported by the user facility: customer reported to informed on (B)(6) 2022 of the following: patient was infused with heparin on (B)(6) 2022. Medical staff began infusion at 4:42 pm and stopped infusion at 8:15 pm of heparin. At the end of therapy, it was noted by the medical staff that the patient received infusion 12 times greater than the recommended rate. The rate being infused was reported as 18 units per kg per hour). The error was reported as a user error by the medical staff. The drug library was uploaded onto the system and current. Patient status at the end of infusion was not provided to the reporter. 12 hours post infusion the patient was reported to be stable.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400570334. The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Investigation results: volumetrics run of 100ml/hr and 100ml (dl: IV fluid) tested in spec at 99.1ml or 99% of expected accuracy. Perform preventive maintenance service. Log review shows on (B)(6) 2022 and 1:58am an infusion start of 100ml/hr (dl: IV fluid). At 3:33pm pump was placed on standby with a volume infused to 1324.62ml. At 4:12pm pump was brought out of standby. At 4:53pm space line was selected, and at 4:56pm with a volume infused to 1324.62ml an infusion start. At 7:31pm an air alarm stopped the infusion with a volume infused to 1580.01ml, and at 7:34pm pump was placed on standby with no further infusions that day.